Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving fentanyl, clonidine, and bupivacaine (doses and concentrations unknown) via an implantable pump for spinal pain. The patient's medical history was reported as "no other relevant medical history." The patient's concomitant medications included motrin. In 2015, the patient started experienced "back pain sciatica." The cause was unknown. The pain was an acute onset and the patient stated the pump was working, but as of (B)(6) 2015, it was not working as intended. In early (B)(6) 2015, the patient was at the hospital for 4 days due to the issue. However, "the machine was not working, so they could not do anything" for the patient. On (B)(6) 2015, the patient presented to the emergency room (ER) due to the "back pain sciatica." No audible alarms had been heard. Additional information has been requested regarding clarification about the pump possibly not working, troubleshooting, diagnostics, actions/interventions and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.